Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a low anterior resection procedure, the device delivered malformed staples. It was not reported how the procedure was completed. There was no pt consequence.